Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries. Dexcom has attempted to obtain the device for investigation from the patient. At the time of the call to dexcom technical support the patient was in fine condition.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a defective transmitter.